Event description:
It was reported that during surgery the dermatome was not working properly. No harm or surgical delay was reported. Upon evaluation of the device, it was noted that the motor speeds were below specification. No additional information is available, and diligence is complete.

Manufacturer narrative:
This incident is being captured under (B)(4) as an initial/final report. G2: foreign: singapore. E1: telephone: (B)(6). Review of the most recent repair record determined the motor speed was under specifications. The motor, handpiece switch, seal and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.